Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device.

Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, after clip deployment, a little pressure was held. The patient then reportedly developed a pseudoaneurysm. Surgical intervention was required to treat it and achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.